Event description:
It was reported that no telemetry or pacing was detected at the followup visit. Intrinsic rate on the patient was 80 bpm. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis confirmed the reported no output and no telemetry conditions and determined it was due to fractured battery bond wires. The wire bond lifts possibly occurred post explant. It was reported that no telemetry or pacing was detected at the followup visit. Intrinsic rate on the patient was 80 bpm. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure wire device was out of specification in a manner that relates to event interrogate, difficult to pace, failure to failure to fire.